Manufacturer narrative:
B5 field updated with new information obtained. H6 impact code updated, h6 patient code updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.the device was not returned for analysis, therefore, a technical analysis could not be performed. The device did not return; therefore, product analysis could not be performed. Based on the investigation the reported allegation was unable to be confirmed. Device history record (DHR) review: there was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review performed for the farawave device confirmed that the event of pericardial effusion and hypotension are known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Unexpected medical intervention and hospitalization or prolonged hospitalization are considered within the risk threshold of additional intervention required. Labeling review: review of the instruction for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The "known inherent risk of device" cause code was selected based on the information provided within the event description. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave catheter. Hypotension is considered a secondary physiological response to the bleeding event. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
It was reported that pericardial effusion was noted and the patient was hospitalized. During the pulmonary vein isolation procedure farawave was selected for use. After groin access was obtained, the ice (intracardiac echocardiography ) ultrasound catheter was advanced into the patient right atrium. Scanned showed trace of small pericardial effusion. As the imaging was performed before any catheters were introduced, the effusion was present prior to the procedure. The procedure was completed successfully without any issue. However, the final scan showed an increase in the size of the pericardial effusion. The anesthesiologist was asked to confirm the patient blood pressure and reported that the blood pressure was dropped. A pericardiocentesis was performed, and 460 ml of blood was removed from the pericardial space, after which the patient blood pressure was normal. The patient was hospitalized for overnight observation. The physician does not know what caused the effusion. It was further confirmed that the patient was fully recorded and was discharged next day after the procedure. No resistance felt while maneuvering the catheter. There was no arrhythmia caused by this event nor any other complication were noted. No information was provided regarding whether prophylactic medication was given.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced pericardial effusion and required hospitalization. During a pulsed field ablation (pfa) procedure a farawave was selected for use. After groin access was obtained, the ice (intracardiac echocardiography ) ultrasound catheter was advanced into the patient's right atrium. Scanned showed trace of small pericardial effusion. As the imaging was performed before any catheters were introduced, the effusion was present prior to the procedure. The procedure was completed successfully without any issue. However, the final scan showed an increase in the size of the pericardial effusion. The anesthesiologist was asked to confirm the patient's blood pressure and reported that the blood pressure was dropping. A pericardiocentesis was performed, and 460 ml of blood was removed from the pericardial space, after which the patient's blood pressure was normal. The patient was hospitalized for overnight observation and was discharged the following day. The cause of the effusion is unknown.